Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok, and down arrow keypad buttons were under responsive. It was reported that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: investigation revealed that the keypad buttons were not operational; contamination was observed around all button contacts. The keypad was damaged and had a hole at the ok and down button location. The bolus button was punctured. The ok button contact was missing. Unrelated to the original complaint, the battery compartment was noted to be cracked. Evidence of moisture was observed in the battery compartment. In addition, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.